Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during production and quality testing did not exceeded requirements. The returned attachment was tested by manufacturing personnel and did not meet production specification for leak, cap removal and sheath rotation. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 36.4°c and 39.7°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Minor debris was observed inside the head and cap cavities and inner components.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.